Event description:
It was reported by the rep the device was used during a swenson procedure. It was reported the initial firing was fine. The reload would not fire. Another tsb35 was opened to complete the case. There was no consequence to the pt.